Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure one year ago after two previous failures of traditional posterior repairs. The pt has no recurrent prolapse and is asymptomatic. On rectal exam, the surgeon could palpate a tiny rough area on the anterior rectal wall approx. One centimeter inside the anus. A gastroenterology consultation confirmed an approximately two millimeter erosion in the area described. The surgeon was considering the following treatment options: simple observation with periodic exam, resection and repair through anal approach, or raising a small flap of vaginal skin, resecting the mesh and repairing the rectal wall. However, the pt's insurance would not pay for medical care by the reporting surgeon so, the pt cancelled her office appointment. No further info was available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.